Event description:
It was reported that when pulsed field ablation (pfa) energy was applied on the cavo tricuspid isthmus (cti) ablation line, the patient had a right coronary spasm. The atrial fibrillation portion of the case had already been completed. The injury was noticed and confirmed when st elevation was noticed on the 12-lead signal displayed on the carto 3 system and the recording system. The structural physician was brought in, and an angiogram was performed. The reporter stated that she was unsure what was seen on the angiogram. The patient's st levels returned to normal on their own. No medical intervention was needed. The last known patient status was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).